Manufacturer narrative:
Photos were returned by the customer showing the packaging and the 0.2 micron filter. There was fluid outside of the fluid path observed. No other damages or anomalies noted. No samples were returned for investigation. The reported complaint of leakage on the 140159291 can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history review was reviewed and no non conformities were found that would have led to the rep.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. The customer reported that they have had a filtered line leak during patient use. Paclitaxel was already administered, the patient was receiving a flush of saline and carboplatin was due to commence when the leak was noted; a new line was applied to complete infusion. The solution leaked onto the blue sheet under patient's arm. The customer reported that personal protective equipment (ppe) was used; and the purple filter was discarded of appropriately. There was patient involvement, unknown delay in therapy but no harm was reported as a consequence of this event.